Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure of the calcified common femoral artery was achieved using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, there was no issue with the starclose se clip implantation. After clip deployment, plaque dislodged from the vessel wall and moved, occluding the vessel. The level of anesthesia was changed and surgery was required. The patient is doing well. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for evaluation. The investigation determined the reported patient effects and treatment appear to be related to circumstances of the procedure. Femoral angiogram results noted calcification was present at the access site. It should be noted that the starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. It is possible that interaction with the observed calcification contributed to the difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.